Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 6.7cm diameter abdominal aortic aneurysm. Currently, the proximal aortic neck measure 19mm in diameter and is angulated 35 degrees. It was reported that on a routine follow up CT scan, it was observed that the bifurcate had migrated. A proximal type I endoleak was present. The physician stated that the cause of the event was due to disease progression. An intervention was performed and an endurant aui limb and talent occluder were implanted however, a proximal type I endoleak remained. The physician choose to treat the proximal type I endoleak with an aptus device however, the type I endoleak did not resolve. The physician stated that the endoleak would thrombus off and no further treatment would be planned and no further imaging is scheduled. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. An intervention was performed and another manufacturer's stent graft was implanted; however, the endoleak did not resolve. The physician will continue to monitor the patient and consult with a radiologist for further treatment.

Event description:
Additional information was received. Per the physician, the cause of the proximal type I endoleak was due to disease progression

Manufacturer narrative:
(B)(4).